Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not pair. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, pairing failure was identified. Apart from the reported problem, corrosion and physical damage were observed on the device. The repair was declined; therefore, the device was not restored to the specifications. It is being placed into long term hold. With the available information, we cannot determine the root cause of the reported and identified problems. A manufacturing record evaluation was performed for the finished device lot number (1011019), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an ankle scope, the wireless foot pedal would not pair. The surgery was completed without a replacement with no delay and no patient consequence. During in-house engineering evaluation, it was determined that the device had corrosion. No additional information was provided.